Event description:
Device 1 of 3. Reference MFR report 1627487-2011-10013, reference MFR report 1627487-2011-10014. The pt received the scs sys on (B)(6) 2011 consisting of an ipg and two percutaneous leads. The pt had a lead replacement on (B)(6) 2011 due to migration. Refer to MFR report reference MFR report 1627487-2011-04207. It was reported that the pt presented with fever and redness of the ipg site on (B)(6) 2011. The entire scs sys was explanted on (B)(6) 2011.

Manufacturer narrative:
Eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.